Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported lately she is not sure if she is getting accurate bolus deliveries. She was feeling strange and her blood glucose was over 300 mg/dl. She treated with a bolus delivery, but an hour later her blood glucose was higher. She bolused again, ate a sandwich, and her blood glucose was over 400 mg/dl. Customer's last blood glucose was 440 mg/dl. She experienced blurred vision and nausea. . In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer did not have tubing clamps for the high pressure test. She was advised to do a complete set change and speak to her doctor about her high blood glucose. Nothing further reported.